Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients device caused pain. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.